Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported the controller is not working. Patient stated the controller will not turn on or do anything. Patient service walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powered on. Patient inserted the battery and denied controller charging. Pt attempted to unlock the controller, but it was unresponsive and won't respond to their touch. Patient said the battery is damaged. The issue was not resolved. An email was sent to the repair department to replace the controller and li bp. Pt mentioned getting implanted in (B)(6) 2023

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# unknown product type product ID m995402a001 serial# (B)(6) product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: unknown, product ID: m995402a001, serial/lot #: (B)(6) b3: event date is date valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: 97745nt, serial# unknown. Product ID: m995402a001, serial# (B)(6). H3: analysis of the controller found replaced lcd due to touchscreen failure. Cleaned recharger connector. Got excellent recharge status. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 97745nt serial# unknown product type product ID m995402a001 serial# (B)(6) product type h3. Analysis of the battery pack found a nonconformance. The battery pack case was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.